Manufacturer narrative:
(B)(4) for the investigation result of needle detached. Visual analysis of the returned uphold lite w/ capio slim mesh assembly revealed evidence of use in the patient due to blood residue on the blue with white stripe dilator and the sleeve. Both dilators have tool marks and damage at the proximal ends. The suture on the blue with white stripe dilator was broken and the suture on the blue dilator was missing. Both darts were not returned. Functional analysis of the suture capturing device showed that it worked as intended. The condition of the returned capio device does not confirm the event as reported. The most probable root cause for the failures related with "cage failed/unable to catch needle¿ is considered as a design problem. Therefore, the most probable root cause assigned to this complaint is "design". A complaint with a root cause classification of design is utilized when a complaint is due to a bsc design specification that causes/contributes to problems in product use.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a procedure on (B)(6) 2015. According to the complainant, the capio carrier in the first kit was bent and would not return to the center of the catch. The mesh was used but not the capio device. They opened a second kit and noticed that the capio carrier was also bent so it was not used. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. This event has been deemed an MDR-reportable event based on investigation results which revealed evidence of mesh use in the patient due to blood residue. The darts were missing and not returned.